Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over. A technical support specialist (tss) dialled into the server and restarted the bd external messaging and message queuing services. Then ran a query on sql server management studio (ssms) to verify that the es server was receiving messages, which it was, and confirmed successful processing with no errors. The downtime query showed no issues, and health sight viewer (hsv) displayed no devices in disconnect mode under priorities. The tss called the customer and pharmacist technician worked with the nurse and pharmacist to verify everything was good. The tss monitored hsv for a couple of hours to ensure devices did not switch to disconnected mode before closing the case. The system functioned as intended. After the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, medication orders were not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.